Event description:
I was treating a victim of a major motor vehicle accident. I applied a tempus cardiac monitor by philips to the patient and the monitor kept giving an error message and then eventually locked up. I was unable to monitor the patient's cardiac rhythm, blood pressure, etc02 (end-tidal carbon dioxide), and spo2 (oxygen saturation). I had to use manual devices to monitor the patient. I was given a replacement monitor to use. This is not the first issue I have had or my colleagues. Recently the same device said my patient was in v-fib 5 different times. The patient was cao x 4 (conscious, alert/awake and oriented to person, place, time and recent events) and in no distress. These devices are defective and should not be used on patients. Several co-workers were told when they started not to apply the pads from the defibrillator unless you plan on shocking the patient since they have had several incidents of the device firing without the button being pushed. This device is being used by.